Event description:
The customer reported that she was at her weight loss meeting and heard that her weight loss couch, who works at the hospital, had been having lows in the middle of the night. The couch told the customer that two patients using the insulin pumps had been hospitalized due to low and high blood glucose after their devices were exposed to an MRI, cat scans or scanners. The customer was told to report that she went through the body scanner while wearing the insulin pump. The caller stated that she had low reservoir and low battery alarms as well her glucose level has been low during night. She stated that sometimes it did drop to 58mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The displacement test was functioning properly. The device was received with cracked reservoir tube lip, cracked reservoir tube, scratched lcd window, cracked battery tube threads and broken belt clip slot.